Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 250 mg/dl at the time of the event, and his most recent blood glucose was 357 mg/dl when he woke up. He stated that insulin squirted out during the manual prime process. He noted that the drive support cap was sticking out. He reported that insulin continued to drop after he let go of the act button during the prime process. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.